Event description:
Account said the hi/lo was drifting. No one was involved with the bed and it is in the bed shop.

Manufacturer narrative:
Dirty hi/lo drive screw. Cleaned the hi/lo drive screw to repair bed.